Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump as well as a blank display. The customer's blood glucose level was 160 mg/dl at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was informed that they need to clear the alarm before troubleshooting.